Manufacturer narrative:
Correction to section g3 : the g3 should be 02/14/2025 based on previously submitted report on MFR report number: 2955842-2025-07563. Therefore, h10 was updated to include MFR report number 2955842-2025-07563.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have no frayed cables were observed during the visual inspection. The instrument was found to have a damaged conductor wire insulation at the yaw pulley, with the internal conductor wires exposed. The internal wire was frayed, and the instrument passed the electrical continuity test. Additionally, the instrument had one severely bent grip, causing it to be misaligned, with a 2.14 mm offset at the tips. The grips were not found to be cracked. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.